Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant back to back blood glucose results on the advantage system of 30, 119, & 65 mg/dl, when all tests were performed within 4 minutes. Customer stated afterward consuming food as normal and taking normal medications, however, did not indicate the location of the testing. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 3000141 with an expiration date of 12-31-07.